Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Additionally, it was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to resolve the issues.